Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to flattened act, esc and b buttons dome switch ¿not creased¿. Inspected lcd connector and no unlocked connector noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked and bleeding lcd glass, cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and does not think the insulin pump was working. Blood glucose level at the time of the incident was not provided. Customer stated the device was damaged when they had a bad fall. There was a a scratch on the insulin pump's screen making it hard to see. The insulin pump was replaced and customer agreed to return the product for analysis.